Event description:
Pt's diabetes nurse reported the pt's infusion device display is defective. Pt is currently in the hospital to ge her blood glucose levels under control. Diabetes nurse reported she was checking the pt and noticed the display of the infusion device was defective. Diabetes nurse reported pt was off schedule and her blood glucose level and ketones were slightly elevated. No blood glucose levels were provided. Pt's normal blood glucose level was not provided. Diabetes nurse stated the pt's elevated blood glucose levels happen sometimes so they decided to hospitalize her to get her on track. No further info is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.